Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: battery 9735773 48v s8 svc ups 9735787 main cart s8 svc h3) the battery was returned for analysis and determined to be functioning as designed. B01 c19 d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during the surgery the screen went black and then said connecting. Then the main cart screen proceeded to go black. They were unable to bring the system back up, and ended up bringing in a different system and doing another spin. There was no reported impact to patient outcome and a reported delay of 10 minutes.

Manufacturer narrative:
H3/h6 - a manufacturer representative went to the site to service the system. The battery and power supply were replaced. Codes b01, c02, d02 apply. Evaluation of the returned power supply 9735787 lot# 22050007 determined the ups did fail the 24hr test and shut down immediately when the ac power was disconnected. For the duration of the test the red err led was blinking. Codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.